Event description:
While expelling air from blood gas syringe, portex filter pro cap blew off & splattered therapist. They had protective eye wear on. Blood was on clothing only not on skin. Test did not need to be redone.